Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient experienced chest pain and pain from stimulation which resolved after lowering stimulation. The patient also had blood as their incision site. An additional call from the consumer reported that the patient had diarrhea and shortness of breath on the day of the second call. In a third call the consumer reported that the patient was having bowel movement issues and saw their healthcare provider (hcp) and had hydration treatment done and hoped that this would help. The caller stated that the patient felt "weird with bloating and shortness of breath," which may have been due to a sinus issue. The patient wondered if their bloating could be causing nerve pain and the patient was advised to follow-up with their hcp. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.